Event description:
(B) (4)

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) testing revealed no output and no telemetry. The high current drain was found to be internal to an integrated circuit. The exact cause could not be determined because the integrated circuit was damaged during analysis.

Event description:
It was reported the patient presented to the ER with shortness of breath and a heart rate in the 40s. The device could not be interrogated, there was no magnet response, and no pacing noted on ECG. The device was explanted and replaced. No further patient complications have been reported as a result of this event.